Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4)

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with an unknown mentor saline prosthesis. Deflation on the right breast prosthesis was diagnosed post procedure. As a result, the breast prosthesis was explanted from the patient on (B)(6) 2018.

Manufacturer narrative:
On 7/8/2018, mentor received additional information that indicates the complaint device was a non-mentor product, but was mistakenly called into mentor. As a result, no further analysis will take place. However, since this event has already been reported to FDA, any additional information will continue to be reported as applicable. Manufacturer¿s reference number: (B)(4).